Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure, the local display was intermittently going in and out. The team was able to read the flow on the central control monitor (ccm), and were able to increase and decrease their flow from the local user interface on the pump. The team did not exchange the pump during the procedure, for they were able to increase or decrease flow appropriately from the local knob or the slider on the ccm. There was no delay in the continuation of the surgical procedure due to this issue. There was no harm or blood loss associated with this event.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the display assembly. The unit operated to the manufacturer's specifications. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on the roller pump was intermittently flickering. The pump was controlled through the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the customer display assembly to function as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.